Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak at the maxzero connection site while connected to a patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the maxzero connection site was not confirmed. Visual inspection of the extension set and concomitant products showed no damages or anomalies. Functional and pressure testing resulted in no leaking. The root cause of the customer¿s report could not be determined.